Manufacturer narrative:
Product investigation is in progress.

Event description:
Outer layer coming off/ripping off upon removal - tampon [device breakage]. Case narrative: consumer reported via email that outer layer of tampons have been coming off/ripping off upon removal. No injury was reported.